Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's charger/modem would not power on properly. The pt was provided a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on properly, resetting) has been confirmed. As received, the charger/modem was resetting. The cause of the problem was a loose jtag board. The jtag was not glued in correctly. The root cause of the loose jtag was unable to be positively determined, but may have been caused by the charger impacting a hard surface. No adverse event resulted from the loose jtag board. The pt received a replacement charter/modem.